Event description:
The pt was in surgery for removal of a basal cell carcinoma which was located on their left cheek near the crease beside their nose. Prior to sewing of the skin graft, the surgeon decided to use the electrosurgical unit. The pt had a nasal cannula in place, with oxygen flowing at 6 lpm. When the esu pencil was activated there was a flash of fire on and around the pt's nose and cheek area. The surgeon was able to extinguish the fire with his hands. The patient's skin appeared slightly blackened around their nose and a small area on both cheeks beside their nose. Moistened gauze sponges were placed on the affected area and the blackened areas were gently wiped. It appeared that some of the top layer of skin wiped off and that the inside of their nostrils were burned. Bacitracin ointment was applied. An ent surgeon examined the inside of the pt's nose and the back of their mouth.